Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a (B)(6) male pt in the cath lab. The ptd was being used on the pt's upper left arm. The black rubber tip broke. As a result, another kit was opened and used to complete the procedure. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay. Add'l info received on (B)(6) 2011 states that incorrect info was originally provided. The clinician reported that the shaft split not that the tip broke off. They do not know how many passes were made and it is not noted in the pt's chart. There was no injury and they just pulled another device from the shelf and completed the procedure.